Event description:
It was reported that the power supply and power pca were faulty. The complaint is still under investigation.

Manufacturer narrative:
(B)(4): it was reported that the power supply and power pca were faulty. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.